Event description:
Report received indicated that during an "aortic" percutaneous transluminal angioplasty there was a balloon leakage after the first inflation. There was no patient injury reported. There are no additional patient, vessel, lesion, or procedural information available to date. This product will not be return for evaluation and testing. Addtional information will be sent within 30 days upon receipt.